Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis. Customer stated he partially tore the infusion set from his body and the insulin was just squirting out. Customer noticed his blood glucose was over 600 mg/dl and had diabetes ketoacidosis. Troubleshooting was done. Customer's blood glucose at the time of hospitalization was high 500's mg/dl. Customer was hospitalized last (B)(6) 2014 and was wearing the insulin pump. Customer was treated with drip and full of insulin. Customer does not have the tubing clamp to perform the high pressure test. No further information provided.